Event description:
It was reported by customer that device switched off by itself and was unable to power on thereafter. No known patient impact or consequence was reported.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.